Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analysed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had shorted resulting in the reported clinical observations. Programmer had passed all incoming tests after damaged parts were replaced. The device manufacture date for this product is october 22, 2013.

Event description:
Boston scientific received information that this programmer (prm) displayed a black screen. The prm was rebooted twice but the issue still persisted. This prm will be returned for analysis. No adverse patient effects were reported.